Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient felt a change in parasthesia after squatting and working in her garden. The patient felt a "pop" and described feeling something through the skin on her back. The hcp assessed the site and said what she was feeling was the anchor. Electrode one also had a high impedance. An x-ray was performed and electrode one was programmed around. The issue was resolved. No further complications were reported.